Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test for patient performed using one lot. This MFR. Report addresses test two (2) of six (6) the consumer reported a false negative result with the binaxnow covid-19 antigen self-test. Confirmation testing was performed with an unknown test and generated a positive result. The customer stated they used only 5 drops of reagent solution with each test card instead of 6 as indicated in the instructions for use. Although requested, no additional information was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-03691 - 1221359-2022-03696.

Manufacturer narrative:
The manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 189389 and device part number 195-430h / lot 185308. Quality control release testing met specifications and there were no false negative results observed. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 189389 is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could be related to self-test user performance interpretation of the results.